Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high defibrillation coil impedances, an increased sensing integrity counter (sic), and noise. The lead impedance alert threshold was increased, and the lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.